Event description:
Information received from the field notes that the patient had increased heart failre and needed an implantable cardio- verter defibrillator (ICD). One day post implant, the ICD began to oversense on the ventricular channel. The pocket was opened and the lead was replaced. The physician suspected that the damage was done during the placement of the ICD.